Manufacturer narrative:
During a chronic total occlusion (cto) procedure, the fully deployed needle of a 120cm outback elite re-entry catheter did not retract when the doctor wanted to pull the needle back into the device. The knob on the handle locked and could not be adjusted. There was no reported patient injury. The operator was trained to the outback elite re-entry device. Multiple attempts to obtain additional information were made without success. A non-sterile unit of product ¿outback elite 120cm re-entry¿ was received coiled inside of a clear plastic bag. During the visual inspection, a kinked/bent condition was observed on the distal tip. The cannula of the device was fully deployed. Also, a curved condition on the shaft was noticed. No other damages or anomalies were observed on the returned device. Note: the outback elite catheters are packaged with the cannula deployed. During functional analysis, the handle slide was actuated to retract the needle cannula back, but it did not retract as expected. The slide functionally was tested by actuating it back and forward, and no anomalies were observed, however the needle cannula remained deployed. The returned device was analyzed using an x-ray-machine focusing where the shaft is curved. The resulting image showed a separation of the cannula. The separation is located approximately at 15 cm from the distal tip. Sem results showed the separated area of the cannula needle wire of the outback elite 120 cm re-entry unit presented evidence of a crack, dents, and ductile dimples. The crack and ductile dimples are commonly associated with separations caused by material tensile overload. Therefore, it is likely that the cannula needle wire material was induced to a tensile force that exceeded the material yield strength prior to the separation. Also, it is suggested that the dents were caused by an impact with a flat surface or tool, resulting in a material separation. No other anomalies were observed during sem analysis. A product history record (phr) review of lot 17948786 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿handle sliding difficulty unable to slide¿ was not confirmed as the slider was able to be actuated back and forward with no anomalies. However, the reported ¿cannula/needle retraction difficulty unable to¿ was confirmed through analysis of the returned the device due to the cannula needle wire. The exact cause of this condition could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, procedural/handling factors and concomitant device conditions may have contributed to the separated cannula needle wire and the subsequent inability to retract the cannula/needle as evidenced by the crack, dents and ductile dimples in the area of separation. The crack and ductile dimples are commonly associated with separations caused by material tensile overload. Therefore, it is likely that the cannula needle wire material was induced to a tensile force that exceeded the material yield strength prior to the separation, such as excessive force when inserting the guidewire. Additionally, it is suggested that the dents were caused by an impact with a flat surface or tool, resulting in a material separation. According to the information on safety within the instructions for use (IFU), ¿ensure proper function of the outback elite re-entry catheter by 1) retracting and advancing the cannula tip via proximal and distal movement of the deployment slide, and 2) rotating the rotating knob which rotates the catheter shaft/nosecone. Fully retract the cannula tip via proximal retraction of the handle deployment slide until it stops. Prior to insertion into the body, ensure that the cannula tip is fully retracted into the catheter lateral port and the handle deployment slide is locked in the most proximal position. If not, repeat flushing sequence.¿ the IFU also states, ¿depress handle deployment slide release button and incrementally advance the slide, as appropriate, to extend the cannula tip from the outback elite re-entry catheter lateral port and position it at the vascular target site. Maintain gentle forward pressure on the outback elite re-entry catheter shaft at the sheath. If resistance is felt during deployment, do not apply unnecessary forward push on the outback elite re-entry catheter. It may result in damage to the cannula tip and or separation of the cannula tip. Advance the guide wire through the cannula tip to position it as desired at the vascular target site. If, after advancing the guide wire distally, it is desired to retract the guide wire and resistance is experienced, first retract the cannula (guide) fully into the outback elite re-entry catheter, then proceed with retraction of the guide wire. Retract the cannula tip into the outback elite re-entry catheter by fully retracting the handle deployment slide until it stops. Release the handle deployment slide button to lock the deployment slide in the retracted position. Ensure the cannula tip is fully retracted into the catheter lateral port, and the handle deployment slide is locked, prior to withdrawing the catheter over the guide wire.¿ neither the product analysis nor the phr review suggests that the failure experienced by the customer could be related to the manufacturing process. Controls are in place to verify the device conditions and all were found to be acceptable therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly d8,d9,g4,g7,h1,h2,h3 and h6. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is not available for testing and evaluation. A review of the manufacturing documentation associated with this lot# 17948786 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During chronic total occlusion (cto) procedure, the fully deployed needle of a 120cm outback elite re-entry catheter did not retract, when the doctor wanted to pull the needle back into the device. The knob on the handle locked and could not be adjusted. There was no reported patient injury. The operator was trained to the outback elite re-entry device. The device will be returned for evaluation.